Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip packaging is not opening properly. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no.: 302830, batch no.: unknown (reported 8344735). It was reported the syringe packaging is not opening properly. Verbatim: 20 ml syringe packaging not opening properly. Glue on one side of package is too thick and is causing the package to tear inwardly potentially contaminating the syringe. This is especially concerning when syringe is being dropped on a sterile field.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip packaging is not opening properly. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no.: 302830 batch no.: unknown (reported (8344735). It was reported the syringe packaging is not opening properly. Verbatim: 20 ml syringe packaging not opening properly. Glue on one side of package is too thick and is causing the package to tear inwardly potentially contaminating the syringe. This is especially concerning when syringe is being dropped on a sterile field.